Manufacturer narrative:
Age at time of event: (B)(6). Describe event or problem: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. Access was obtained via the right radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The 1.5x15mm apex balloon catheter was advanced to the lad for predilation but the physician experienced difficulty crossing the lesion. After several attempts the device finally crossed the lesion; however, when the device was inflated to 4atms for 2-3 seconds blood "flew back" into the inflation device. A longitudinal balloon rupture was noted when the device was removed outside the body intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.